Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2013-02609 for a description of the first device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with worsening incontinence (frequency, leakage), painful sexual intercourse, vaginal scarring, nerve damage, dysuria, nocturia, recurrent urinary tract infections, dyspareunia, pain and required corrective surgical procedures. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.